Event description:
A site reported that a pt had a asystole event greater than 7 seconds long, and the monitor did not provide an asystole alarm. The site also reported that the device took longer than expected to call a brady alarm. The outcome of the pt is unk at this time.

Event description:
The facility representative reported a colleague infusion pump which shut down after running for 10 minutes in the general patient ward. It is unknown when or at what point in the process this condition occurred. No paitent injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of which shut down after running for 10 minutes, and the root cause could not be determined. No repairs were necessary to repair the reported condition. Trend review determined that similar reports have been received by baxter. Service history review determined that this device has not been previously sent into service for the reported condition of "turns itself off." The user interface module master software version is (B)(4), which is classified as remediated. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.